Manufacturer narrative:
It has now been reported that there was an extrusion of the receiver/stimulator body and that the device was explanted on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery. This report is submitted on may 5, 2020.

Manufacturer narrative:
This report is submitted june 19, 2020.

Manufacturer narrative:
This report is submitted on november 21, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved.